Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer, decontaminated the flow paths and rinse stations, cleaned the sonic wash station, adjusted the sample probe, checked the rinse levels, and performed multiple successful mechanical checks, air purges, and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 15.9 mg/dl. The repeat result was 97.2 mg/dl.